Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead and right atrial (ra) lead exhibited over sensed noise leading to inappropriate mode switch. Rv and ra leads were explanted and replaced with new leads. Patient condition was stable.